Manufacturer narrative:
G4: 28aug2019. B4: 04sep2019. The part was returned to the manufacturer for failure investigation. It was determined that the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 09jul2019, date of report : 06aug2019. The manufacturer's field service engineer (fse) confirmed the touchscreen was not working. The touchscreen calibration test failed. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit passed all performance tests and the unit is ready to return to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The caller reported that the touchscreen was not working. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.